Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed; the patients right access vessel showed the presence of tortuosity, calcification and undersized vessel diameters. The required minimum luminal diameter for use of a 14f esheath+ is greater than or equal to 5.5mm. The stent is present in the patients abdominal aorta. The complaints for difficulty remove dilator and inability to introduce sheath were unable to be confirmed as no returned device/device imagery was provided. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. In this case it was noted that the sheath caught on to a pre-existing stent and was unable to advance. Additionally, CT imagery confirmed the presence of calcification, tortuosity, undersized vessel diameters and the stent. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the dilator or sheath shaft and require a higher push force to navigate. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/removing the dilator or difficulty inserting/advancing the sheath. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels due to anatomical variation/pre-existing stent) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our japan affiliate that during a right transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 ultra resilia valve, they had difficulty inserting the esheath+ into the patient. The vessel had been pre-dilated to 4.4mm and a 16fr dilator was used. There was difficulty during insertion and removal of the dilator and during insertion of the sheath. While advancing the sheath an external iliac artery rupture occurred. The patient had a stent placed at the rupture site and endovascular therapy was performed. The patient was in stable condition after the procedure. The reporter indicated that the perceived root cause of the vascular dissection was that the sheath was caught on an endovascular aneurysm repair (evar) stent located beyond the external iliac artery and was pushed forward. Additionally, the sheath was advanced with the applied force though a segment of narrowed calcification. There were no abnormalities detected on the sheath and the device was discarded.